Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and found residue on the light engine glass rod assembly. The rear of the case was dented and the composite video connector was damaged. A functional evaluation revealed that the light cable is detected but the lamp does not light. Further evaluation determined the led light engine was faulty. The complaint was confirmed and the root cause was associated with component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event potentially include a mismatched or damp light cable. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the lens integrated system was indicating that the light was switched on when inserting the light cable into the turret and pushing the light button, but there was not light in the cable. All four inputs had been tried in the turret and also with different light cable, but there was no light. Incident occurred while setting-up to an arthroscopy. A back-up device was available and no significant delays occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.